Event description:
While pitpetting hiv 1/2 peptide plates on summit the tech noticed low sample/low reagent was delivered to wells a4 through h4 on five different plates. No error was generated by the summit. No death or serious injury was associated with this incident.